Manufacturer narrative:
A sample is expected to return for in-house eval, but has not yet arrived. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the probe failed to aspirate properly at 2500 cpm, though the aspiration was good at 1500 cpm. Poor actuation also was mentioned. The problem was solved after replacing the product with another one from the same lot. No pt harm was reported.